Manufacturer narrative:
On (B)(6) 2021 customers' mother called. Pump error 41 alarm occurred on her son's insulin pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: faded serial number label. Passed sleep current measurement, active current measurement, and self tests; it failed the rewind test. A pump error 41 occurs during motor rewind. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, occlusion test due to the pump error 41. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After plugging a known good electrical board 2 and a known good electrical board 1 into the test case, the device booted up normally. After plugging a known good electrical board 2 into the test electrical board 1 and then the test case, a pump error 41 occurred during motor rewind. After plugging the test electrical board 2 into a known good electrical board 1 and then into the test case, the device booted up to a critical pump error (open book image) alarm. In summary, customer allegation for pump error 41 was confirmed during testing when the device returned a pump error 41 during motor rewind. The pump error 41 is isolated to the electronics on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Customer was unable to troubleshoot for blood glucose level because the insulin pump was not working. No harm requiring medical intervention was reported. The device will not be returned for analysis.